Manufacturer narrative:
Sample analysis: no evaluation has been performed on the complaint sample as it was discarded by the user. The root cause can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that the user experienced difficulty advancing the last centimeter of the implant within the aneurysm as it felt stiff. During the advancement attempt, the aneurysm was perforated. A portion of the device remains implanted in the pt. The device delivery pusher was discarded by the user. This failure mode is an anticipated risk associated with treatment using any detachable embolization coil system.